Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The assignable cause was fluid ingress on the keypad flex cable. Should additional information become available, a follow-up medwatch will be submitted. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a colleague infusion pump with an inoperative "select" button on the channel b keypad. The event was reported to have occurred before use. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 5.48.92.